Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), cystitis ("bladder infect"), fatigue ("fatigue,"), dyspnoea ("shortness of breath"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problem"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), nausea ("nausea") and pelvic fluid collection ("amount of fluid in the pelvis") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (fibroidectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, cystitis, fatigue, dyspnoea, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, migraine, nausea, uterine leiomyoma and pelvic fluid collection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic fluid collection, pelvic pain, tooth disorder, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result :total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received- new event abnormal bleeding (general), bladder disorder, urinary tract disorder, dental problem, dyspareunia, migraines / headaches, nausea, fibroid and amount of fluid in the pelvis were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvis was swollen') and uterine leiomyoma ('fibroid') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2008, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced bladder disorder ("bladder problem "), fatigue ("fatigue,"), cystitis ("bladder disorder- chronic bladder infection "), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia\ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ nausea I would feel nauseated when I had my menses, along with diarrhea"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea\ dysmenorrhea (cramping) so bad during my menses debiliating had to take time off") and was found to have weight increased ("weight gain/ weight gain 50-70 pounds"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain /chronic"), 3 months after insertion of essure. In (B)(6) 2009, the patient experienced tooth disorder ("dental problem") and dental caries ("tooth decayed"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dyspnoea ("shortness of breath"), migraine ("migraines / headaches"), pelvic fluid collection ("amount of fluid in the pelvis"), diarrhoea ("menses along with dyrrhea") and urinary tract infection ("uti"). The patient was treated with surgery (fibroidectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine leiomyoma, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, bladder disorder, fatigue, dyspnoea, cystitis, urinary tract disorder, tooth disorder, dyspareunia, migraine, nausea, pelvic fluid collection, dental caries, weight increased, diarrhoea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic fluid collection, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result :total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs received: newly added events- uti. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvis was swollen') and uterine leiomyoma ('fibroid') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder problem "), fatigue ("fatigue,"), cystitis ("bladder disorder- chronic bladder infection "), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia") and nausea ("nausea") and was found to have uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain /chronic"), 3 months after insertion of essure. In (B)(6) 2009, the patient experienced tooth disorder ("dental problem") and dental caries ("tooth decayed"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dyspnoea ("shortness of breath"), migraine ("migraines / headaches"), pelvic fluid collection ("amount of fluid in the pelvis") and diarrhoea ("menses along with dyrrhea"). The patient was treated with surgery (fibroidectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, bladder disorder, fatigue, dyspnoea, cystitis, urinary tract disorder, tooth disorder, dyspareunia, migraine, nausea, uterine leiomyoma, pelvic fluid collection, dental caries, weight increased and diarrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic fluid collection, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result :total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received- new event tooth decayed and weight gain ,pelvis swollen and , diarrhea were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvis was swollen') and uterine leiomyoma ('fibroid') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder problem "), fatigue ("fatigue,"), cystitis ("bladder disorder- chronic bladder infection "), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia") and nausea ("nausea") and was found to have uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain /chronic"), 3 months after insertion of essure. In (B)(6) 2009, the patient experienced tooth disorder ("dental problem") and dental caries ("tooth decayed"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dyspnoea ("shortness of breath"), migraine ("migraines / headaches"), pelvic fluid collection ("amount of fluid in the pelvis") and diarrhoea ("menses along with dyrrhea"). The patient was treated with surgery (fibroidectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, bladder disorder, fatigue, dyspnoea, cystitis, urinary tract disorder, tooth disorder, dyspareunia, migraine, nausea, uterine leiomyoma, pelvic fluid collection, dental caries, weight increased and diarrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic fluid collection, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result :total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvis was swollen') and uterine leiomyoma ('fibroid') in a 42-year-old female patient who had essure (batch no. 824832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (g3p2), clotting disorder, postoperative hemorrhage, gastrointestinal disorder, ileus, infection, peritonitis and dysuria. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2008, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced menorrhagia ("menorrhagia/ heavy menses"), bladder disorder ("bladder problem "), fatigue ("fatigue,"), cystitis ("bladder disorder- chronic bladder infection "), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia\ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ nausea I would feel nauseated when I had my menses, along with diarrhea"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea\ dysmenorrhea (cramping) so bad during my menses debilitating had to take time off") and was found to have weight increased ("weight gain/ weight gain 50-70 pounds"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain /chronic"), 3 months after insertion of essure. In (B)(6) 2009, the patient experienced tooth disorder ("dental problem") and dental caries ("tooth decayed"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspnoea ("shortness of breath"), migraine ("migraines / headaches"), pelvic fluid collection ("amount of fluid in the pelvis"), diarrhoea ("menses along with diarrhea") and urinary tract infection ("uti"). The patient was treated with ibuprofen, naproxen sodium (aleve) and surgery (fibroidectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine leiomyoma, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, bladder disorder, fatigue, dyspnoea, cystitis, urinary tract disorder, tooth disorder, dyspareunia, migraine, nausea, pelvic fluid collection, dental caries, weight increased, diarrhoea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic fluid collection, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2021: medical record received- lot number, reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvis was swollen') and uterine leiomyoma ('fibroid') in a 42-year-old female patient who had essure (batch no. 824832-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (g3p2), clotting disorder, postoperative hemorrhage, gastrointestinal disorder, ileus, infection, peritonitis and dysuria. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2008, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced menorrhagia ("menorrhagia/ heavy menses"), bladder disorder ("bladder problem "), fatigue ("fatigue,"), cystitis ("bladder disorder- chronic bladder infection "), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia\ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ nausea I would feel nauseated when I had my menses, along with diarrhea"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea\ dysmenorrhea (cramping) so bad during my menses debilitating had to take time off") and was found to have weight increased ("weight gain/ weight gain 50-70 pounds"). On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain /chronic"), 3 months after insertion of essure. In (B)(6) 2009, the patient experienced tooth disorder ("dental problem") and dental caries ("tooth decayed"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspnoea ("shortness of breath"), migraine ("migraines / headaches"), pelvic fluid collection ("amount of fluid in the pelvis"), diarrhoea ("menses along with diarrhea") and urinary tract infection ("uti"). The patient was treated with ibuprofen, naproxen sodium (aleve) and surgery (fibroidectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine leiomyoma, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, bladder disorder, fatigue, dyspnoea, cystitis, urinary tract disorder, tooth disorder, dyspareunia, migraine, nausea, pelvic fluid collection, dental caries, weight increased, diarrhoea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dental caries, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic fluid collection, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result :total bilateral occlusion. Lot number reported (824832) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-feb-2021: update of information (batch is not valid). On 22-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.